Event description:
Patient set up for infusion of pd dialysate. Patient requested brief delay before beginning procedure. Patient pd access was clamped and dial on organizer set to off position so fluid would not instill. Rn returned a short time later to find 2l of dialysate had infused.